Event description:
The customer reported that during receipt inspection of his olympus video system center, it was discovered that the front panel was not responding. According to the initial reporter, none of the controls were working. This event had no patient involvement.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. Tac attempted some trouble-shooting options with the customer, including unplugging the device for a few seconds, then plugging it back in. Following that action, the subject device was functioning properly. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported failure was caused by product fatigue. The power switch appeared to have broken due to long-term repeated use. Olympus will continue to monitor the field performance of this device.